Event description:
It was reported that heparin was seen infusing at a rate of 22 units/hr (or 0.2mls/hr). However, the intended dose was allegedly 1100 units/hr or 22 ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.